Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the keypad was missing/peeling and the up arrow, down arrow and ok keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/17/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the keypad was found to be peeling from the bottom of the pump to the contrast key. During testing, the up arrow and down arrow keypad buttons were found to be intermittently unresponsive; the ok and contrast buttons were unresponsive. The keypad was removed and there was evidence of contamination found under up arrow, down arrow and contrast button contacts. The ok key contact was observed to be missing and the keypad flex cable trace was damaged at the contrast key. The pump case was opened and there was no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.